Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's calibration was off and the pump failed volumetric accuracy test. There was no reported adverse event.